Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. Troubleshooting with tandem technical support was performed. Customer had elevated blood glucose levels (approximately 300 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels and stated they will continue to use the pump for insulin therapy.